Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device was taken out of its original package and is in used condition. Biological matter can be observed on the sutures end. Upon the review of the shaft tip, it was found that the anchor is not inserted onto the inserter tip, and it was not returned. The manufacturer performed an investigation, and it was found that the device was manufactured per specifications and following all the applicable procedures for loading and assembling operations. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the investigation findings, the potential cause could be traced to procedural variables, such handling of the device or product interaction during procedure. Per IFU, apply tension (normal force) on suture lengths. Excessive force may damage the anchor bridge causing the sutures to be detached from the anchor, however, since the anchor was not returned it cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported from china that during an elbow procedure, upon opening the package of the gryphon p br ds anchor w/oc device (without using it), it was discovered that the suture was detached from the anchor. During in-house engineering evaluation, it was determined that device fell apart. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was no patient involvement as the device was not used. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.